Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely upon review of the transmission, it was observed the right ventricular lead had an impedance alert. The patient presented in clinic where it was observed the lead had noise and varying low voltage impedance. No intervention took place to address this issue. The patient was stable and will continue to be monitored.